Event description:
It was reported that a continu-flo solution set leaked. This occurred during infusion. The device was connected to a saline solution bag and an unknown pump set to infuse at 75 ml/hour. The tubing of the device separated at one of the y-sites. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one primed sample. Visual inspection showed a full primed extension set attached to the male luer. Inspection showed no separations throughout the primary set or the extension set. All solvent connections were then pull tested. Functional testing was performed by spiking the sample into an in-house 1000ml solution bag filled with distilled water. The sample was then re-primed and checked for leaks and separations. The sample primed and flowed normally with no leaks or separations noted. All solvent bonds passed the pull test requirements. The luer leak and separation test passed with no leaks or separations noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.